Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was implanted and fixed to the posterior vein of the coronary vein. However, the lv lead dislodged during the sheath withdraw. The lv lead was removed and replaced. No patient complications have been reported as a result of this event.